Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the battery oscillator device had a low torque and there was a problem with the cutting. During the pre-repair diagnostics assessment, it was determined that the motor had an electrical fault and did not work properly. It was further determined that the connector sleeve of the motor was broken due to vibration. It was further determined that the device failed for functional test and check trigger and for ecu (electric control unit) function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.